Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and non-obstructive urinary retention. It was reported that the patient stated they have not voided at all and their symptoms are worse than before. Support link advised the patient to please contact her clinician with questions regarding medical advice or if she has questions about her health. No further complications were reported at this time.